Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t2 deployed prematurely after t1 deployment. Both implants were removed using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The needle is bent. The actuator is stuck at the tip of the needle. A functional evaluation showed that the actuator will not cycle as intended. It is stuck at the tip of the bent needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was not confirmed, and the root cause could not be determined due to the condition the device was received. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. The failure of the actuator failing to fully cycle was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an unintended bend in the needle or debris in the needle. No containment or corrective actions are recommended at this time.